Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted an iodine leaking beneath the minicap while attached to the female connector of a transfer set. The reported condition was verified. The cause of the condition could not be determined from the video. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leakage was observed during use of a transfer set. This occurred after treatment of peritoneal dialysis therapy, when the cap was attached. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.